Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event was confirmed via functional testing of the display. The problem was traced to a defective solder joint between a component and the printed circuit board. A DHR review uncovered no manufacturing issues that were relevant to the defective solder joint. The solder joint was re-flowed, which fixed the problem. The controller was in use when the reported event occurred. The reported event was confirmed to be a defective solder joint. This type of failure is also sometimes referred to as a cold solder joint. The actual root cause was confirmed to be a defective solder joint on the controller printed circuit board. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient at home experienced a controller where the ac power light stayed on when powered by batteries and the battery lights did not come on for battery 1. The controller was exchanged with no reported consequences or impact to the patient; it was reported to resolve the issue. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.